Event description:
Surgeon using mega suture cut needle driver during robotic umbilical hernia repair. Instrument was in the belly and suddenly wire in between teeth was exposed while instrument being used. Instrument removed intact and new instrument opened and utilized. Defective instrument tagged and taken down to decontamination and given to [name redacted]. All management staff and peri-op staff informed and aware via group me.